Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.

Event description:
Caller states the patient tested 2.4 inr on the coaguchek test system 1 and 1.8 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect device and replacement was sent.